Event description:
Our office in another county received a report from a female pt who reported she was hospitalized for 5 days for treatment of an eye infection and corneal abscess following the use of complete moistureplus. Her symptoms began as ocular discharge, eye pain and photophobia. She was treated with antibiotics and recovered. She provided lab testing results from the hosp which showed that pseudomonas aeruginosa and klebiella pneumonise were isolated from her left eye and the well of her left contact lens case (not from the disinfecting solution). The pt reported she was unable to work for one month. The complaint sample was not returned for testing. Retained sample and batch record review were within product specifications.

Manufacturer narrative:
Batch record review of reported lot and chemistry evaluation of retained sample were performed. No deviations were noted. Product was within specifications.